Event description:
It was reported that a malfunction alarm with a specific software error was detected. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided instructions to reset the pump, which resolved the issue, and the customer was advised to continue using the pump and to contact support if the issue recurs.